Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced a broken spike. The following information was provided by the initial reporter: the bag spike broke off in the injection bag when it was inserted.

Manufacturer narrative:
Correction: b3: date of event: 17-nov-2022.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced a broken spike. The following information was provided by the initial reporter: the bag spike broke off in the injection bag when it was inserted.

Manufacturer narrative:
H6: investigation summary : no product or photo was returned by the customer. The customer complaint of separation other component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 22089287 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced a broken spike. The following information was provided by the initial reporter: the bag spike broke off in the injection bag when it was inserted.